Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back-therapy pads. The patient reported having a nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a steroid cream for the skin irritation. Follow up indicated that the patient's skin irritation was still present. Outcome of the irritation is unknown.